Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump¿s screen was totally cracked because her son dropped the insulin pump on the ground. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump¿s screen had scratches on the liquid crystal display screen and customer was not able to read the display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to performed the displacement test due to cracked and bleeding lcd noted